Manufacturer narrative:
Product event summary: driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "vad disconnect" was confirmed via log files which revealed 1 vad disconnect alarm logged on (B)(6) 2017 at 15:39:12. Parameters were within normal operating range through (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the investigation conducted, the most likely root cause of the reported event may be attributed to physical disconnection of the driveline from the controller as mentioned in the event details. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is related to another event reported under MFR number: 3007042319-2017-03563. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient, and seen on log files, that they had disconnected their driveline in august.  No patient complications have been reported as a result of this event.